Event description:
Reportedly, the pump ran out of insulin. The customer acknowledged that they forgot to change out their empty cartridge when they should have which led to elevated blood glucose (bg) displayed as "high"; although specific value was not provided. Reportedly, the elevated bg was addressed by a correction bolus via the pump.